Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for a follow up. The implantable cardioverter defibrillator exhibited detection of ventricular lead noise due to post sensed t-wave oversensing. The device was reprogrammed on (B)(6) 2018. There were no reported adverse consequence to the patient.